Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed button error and the screen froze. The customer changed the battery and the display remained blank. The customer's blood glucose at the time of the incident was 6.9 mmol/l. Troubleshooting was performed and the display did not return. The insulin pump was not dropped, bumped or exposed to moisture. The battery cap and compartment were not damaged or corroded. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic assay. The motor assembly found with traces of corrosion. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, verify stuck button alarms or verify button keypad functions due to blank display. The insulin pump was received with missing display window cover. Unit received with minor scratched display window, case and keypad overlay texture damaged.